Event description:
An unsubstantiated report was received which indicated that patient/reporter received breast implants in july of 1987 and is now complaining of aching in the joints and fatigue. Her treating rheumatologist states that there is no evidence for inflammatory arthritis or connective tissue disease, nevertheless, cui has chosen to report event in good faith.